Event description:
The customer reported that the system stopped working during fluoroscopy. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.